Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred on the transmitter with serial number (B)(4). However, data was evaluated and the allegation was confirmed as signal loss greater than an hour was found on a transmitter with serial number (B)(4)within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of the transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.